Event description:
It was reported that the monitor was making lots of noise when not in use. Surgeon was trying to identify nerve, but the nerve monitor continued to make noise which made it difficult to use the monitor. Additional information received, the muting feature no longer works both wireless and hardwired. The nerve monitor stopped working during the middle of the procedure, giving zero stimulus to the patient and for the portion of the procedure where they had no nerve stimulus. Surgeon stated that nerve was damaged but did not mentioned which nerve and the patient did sustain an injury to a nerve. After some time surgeon decided to swap out the prass probe. Swapping the probe resolved the issue and were able to get stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.